Event description:
The pt was admitted to the hosp after having a discharge from defibrillator. Then the finding was that defibrillator was no longer functional. The pt underwent replacement of defibrillator. At the time of replacement, it was found that pt had had a break in high voltage lead insulation, which arced across to the can of the device, thus disabling the circuitry and rendering the device inoperable. The lead was therefore also nonfunctional and a new lead was placed.